Manufacturer narrative:
(B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿impedance drop predicts acute electrical reconnection of the pulmonary vein-left atrium after pulmonary vein isolation using short-duration high-power exposure¿ 1 patient with paroxysmal atrial fibrillation who underwent pulmonary vein isolation (pvi) using a high-power short-duration (hpsd) strategy experienced right phrenic nerve injury immediately after pvi in the right pv antrum.